Event description:
Nurse found liquid in chemo drug bag with fluorouracil pump. Pharmacy remade a new pump. Most likely the pump device has defect. Pump manufacturer: smartez pump, lot number: c251341, expiration date: 12/22/2028.